Manufacturer narrative:
The technician was able to duplicate the reported event and noted that the driveshaft bearing was damaged.

Event description:
It was reported that during testing at the user facility the core impaction drill was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.